Event description:
A fogarty catheter was passed into the biliary system and into the small intestines. There was difficulty in passing the catheters and three attempts were made with various sie catheters. During the 3rd attempt, the balloon was loaded and on retraction of the balloon, the balloon material broke off from the catheter. It could not be retrieved. A cholangiogram catheter was placed to confirm the filling of the left and right hepatic ducts and duodenum. An endoscope was sued to confirm the patency of the ampulla.